Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed rash on both sides of her body due to fit of the garment. Patient reported it was a red blistering mark but not an open wound but was sore. The patient's physician gave her a prescription cream called ketoconazole for the irritation. The patient reported that the skin is improved a little.